Event description:
It was reported that the health care office did not schedule the patient¿s refill appointment on the correct day and the pump alarmed due to low/empty reservoir. A non-critical low reservoir alarm occurred. The patient did not hear the alarm and came into the office with withdrawal symptoms. Upon device interrogation, the pump was filled after 2 days of alarm occurring. The patient had a follow-up appointment scheduled for (B)(6) 2015 to test the alarm for the patient, so the patient is aware of what alarm sounds like for future. The patient¿s status at the time of event was alive ¿ no injury. The location of issue or symptoms was the device pocket. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).